Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Pre-existing patient condition noted on the per was patient having type IV (low) bone density. The reported device was being placed on tooth 19 when the incident occurred. The reported event could not be recreated due to the nature of the dental device and event (bone fracture). X-ray or picture was not provided. DHR review was completed for the subject lot number: 1229822. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (1229822) for similar event and no other complaint was identified. March post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and events. Therefore, based on the available information, device malfunction could not be verified and the reported event is non-verifiable as the product was not returned. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely causes determined from the investigation is clinician error, improper surgical procedure. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional 510(k) number: k013227. Device not returned.

Event description:
It was reported that bone fracture at the implant site occurred during implant placement; implant lacked of primary stability and it was removed. Tooth location 19. Site was previously grafted.